Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) and the temperatures were not pulling into their monitor in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 37.3c, water temperature (wt) was 30.2c, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. While on the phone they got alarm 14 (patient probe out of range). A foley was going to the arctic sun. Explained if the alarm continues to sound after changing the device, change the probe.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) and the temperatures were not pulling into their monitor in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 37.3c, water temperature (wt) was 30.2c, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. While on the phone they got alarm 14 (patient probe out of range). A foley was going to the arctic sun. Explained if the alarm continues to sound after changing the device, change the probe.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.